Manufacturer narrative:
A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00280j was produced under normal conditions. Device not returned. No evaluation will be performed. If additional product or medical information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2014, our international affiliate received information from an optic store. They reported their patient (pt) began using contact lenses (cl) 4 years ago and the pt was prescribed a non-johnson & johnson vision care brand cl at that time. The pt has not visited an eye care professional (ecp) for routine examinations since the initial exam 4 years ago. The pt has been using the same prescription to purchase cls. The pt reportedly had no serious problems or discomfort issues while wearing lenses for the 4 year period. The pt only reported feeling of tired eyes after a "long, hard, working day". The pt reportedly rarely had red eyes and when this occurred, the redness resolved in a short time after removing the lenses. The pt preferred to use monthly lenses at the recommendation of his/her ecp. It was reported that the pt is not compliant with regard to wear schedule. The pt reportedly sometimes sleeps with cls for 2-4 days and then cleans them. In (B)(6) 2014, by the recommendation of optic store staff, the pt switched to acuvue oasys brand contact lenses because they could not find the exact prescription in the previous cl brand. The pt has been using the previous cl brand as well as acuvue oasys on a monthly replacement schedule. The pt used acuvue oasys for 3 months and did not have any problems. The pt purchased the suspect cls on (B)(6) 2014. The pt reported using the first two lenses for 10 days and then change them due to foreign body sensation, burning, stinging and pain in both eyes. The pt reported the symptoms continued and due to the redness in the right eye (od) the pt went to a local emergency room where the od was still red and pt saw an ophthalmologist and the pt was told he had an eye infection and the pt was told not to use cls ever again and that the pt may face a 10% vision loss. We subsequently learned that the pt was diagnosed with bacterial keratitis od and the pt was prescribed vigamox, nevanac, fucithalmic. The pt reported the event occurred on (B)(6) 2014, but did not recall the dates of the visit to the emergency room and the ophthalmologist. No additional information about the injury is available at this time and it is not known if additional information will be received. The lot number was provided and the product has been requested, but has not been received for evaluation at this time.